Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There was no indication during manufacturing record review that the device did not meet specifications upon release into distribution.

Event description:
The coblator ii system generator isn¿t making plasma. This caused a delay in excess of 30 minutes. They completed the surgery later with the traditional cold dissection & rf.